Event description:
It was reported that during an implant attempt the helix of the lead would not extend. The implanter attempted twice to get the helix to extend. The lead was not used and a new one was placed wihtout incident.

Manufacturer narrative:
(B)(4) evaluation summary: the lead was returned, analyzed, and analysis results revealed the helix to be bent.